Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a field generator was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the instruments are intermittently tracking. It was reported that the representative tested entire emitter volume and the instruments were flickering between green and red status. The interference value was 3.5 when the instruments status was red and a "poor signal, check for metal in the field" prompt was displayed. Representative has tried different instruments and trackers on a plastic bed and holding the emitter and instruments in space. There was no metal near the neat the set up and the issue still occurred. It was reported that the axiem box displayed number 7. No flts were found when em interface was checked. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: device manufacture date updated to proper value. The emitter of the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.